Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced a skin flap infection with continuous drainage and device exposure. The recipient was hospitalized in (B)(6) 2016. The recipient's device was explanted.

Manufacturer narrative:
The recipient's infection is reportedly healing. The external visual inspection revealed cuts on the silastic overmold at the top cover area. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: date of event and device available for evaluation? The recipient reportedly experienced pus formation following implant surgery. The recipient was continuously prescribed rifampin, amoxicillin with clavulanic acid, sultamicillin, and ciprofloxacin until explantation. The recipient reportedly underwent a minor surgical pus drainage procedure in (B)(6) 2016 and on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into the reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.